Event description:
IV fluid leaking at connection of extension tubing to 22g IV catheter. Extension tubing changed and it continued to leak. IV was dcd I did try flushing just the IV catheter that was removed from the pt and it did not leak. A new IV was started with a 24g catheter and there was no issue. Lot number of the baxter extension set is (10)ur24c14024. The lot number of the catheter is either 4051810 or 4051140. Similar issues on [redacted date]: 1) piv placed, connecting hub of IV extension was faulty- it leaked blood even when tightened. Dressing changed, tubing changed. Had to replace and redraw labs to prevent hemolysis. 2) pt had a 22g angio inserted and it began leaking between the hub and the extension tubing when I attempted to flush with saline. I changed the extension tubing and the saline flush and it continued to leak at the connection of the angio and the extension tubing. IV was dcd and a 24g angio was inserted in the patient¿s other arm and used without issues. Not as much detail included in the [redacted date] reports.